Manufacturer narrative:
E1. Initial reporter facility name: the fourth affiliated (B)(6). The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and issues occurred of the inner sheath mechanism was exposed and the tip was rough / non slippery. During the procedure, the tip of the device was found damaged. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 08-jan-2024 indicating that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium inner sheath tip got broken. The internal sheath mechanism was exposed. The tip was rough / non slippery. No lifted / damaged electrodes. This event was originally considered non-reportable, however, bwi became aware of the issues of the inner sheath mechanism was exposed and the tip was rough / non slippery on (B)(6) 2024 and have reassessed the event as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 07-feb-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the procedure, the tip of the device was found damaged. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received indicating that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium inner sheath tip got broken. The internal sheath mechanism was exposed. The tip was rough / non slippery. No lifted / damaged electrodes. The device evaluation was completed on 28-feb-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned device revealed no damage in the tip of the dilator or sheath. No internal mechanism or rough condition was observed exposed. The device was found in good condition. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).